Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high, out of range impedance measurements. A suspected lead fracture was shown on a x-ray. An invasive procedure was performed to explant the lead. The device was also explanted at this time due to the remaining battery life. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that only the terminal segment of the lead (severed 37.5 cm from the terminal pin) was returned. A resistance test was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the returned segment of the lead and terminal pin assembly found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.